Manufacturer narrative:
D4/h4): the lot number was not provided, thus the following information is unknown: serial number, unique ID, expiration date, and manufacture date. H3): the glidelight device was returned to the manufacturer for evaluation. Visual inspection found a kink in the working length. At the area of the kink, there was melting and breaches on two sides of the outer jacket, with broken fibers present. H6): based on the device evaluation and investigation, this has been determined to be a use related failure. Historically, the manufacturer has seen this failure when the force required to advance and maneuver is greater than the force that the working length can accommodate. When these forces are applied to the side of the outer jacket, at or near the bifurcate handle, the device becomes kinked. Broken fibers in the area redirect the laser energy, which creates a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced with a spectranetics 14f glidelight laser sheath. During the procedure, a kink was observed, and use of the glidelight was discontinued. A new glidelight was used to complete the procedure. There was no reported patient harm. Upon completion of the glidelight device evaluation on 10apr2025, melting and breaches on two sides of the outer jacket were detected, with broken fibers present in the area of the breach. This event is being reported for unintended radiation exposure, potential for harm.